Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a scratch was noticed across an intraocular lens (iol) before removing it from the package. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/09/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic solution and fibers/particles on the lens indicating that the unit was handled and prepare for surgical use. Some scratches were also observed on the lens. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the lenses are 100% cleaned and inspected at 10x microscope magnification. Lenses are also inspected for particles, fibers, spots from water, etc. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.